Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. As concluded, sensor long-term drift was not considered in the definition of the expected adc value range (for the "zero pressure calibration", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, ventilator works okay, but zero pressure calibration cannot be done. They tried testing with other inspiration block and all calibrations can be performed okay. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 in which press blower transducer was out of range. In the logs, between (B)(6) 2023 and on (B)(6)2023, the unit alarmed with tf 401 (inspiration valve or device leaky) and tf 316 (blower failure), plus there was indication of the initial flow too high (nt error 3). Furthermore, there was no patient associated with the reported event.